Event description:
On (B)(6) 2022, information was received from a patient receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient began to see their healthcare professional, about a year ago for their pump. The patient mentioned that since seeing this hcp, there have been volume discrepancies noticed when undergoing refills, and the hcp ordered an x-ray to investigate. The patient has confirmed the results have not come back yet. The patient stated that the most recent refill was on (B)(6) 2022, and they have had increased pain since that time. The patient mentioned another increase in pain starting about a week ago. The patient mentioned their base dose usually covered their base pain, but has not been doing that recently. The patient explained that they felt they were in withdrawal recently. The patient mentioned that about a week or so ago, they "slipped and caught" themselves, but denied any specific falls or trauma. While on the call, the patient stated their expected refill date was wrong and was concerned their external equipment was not working properly. While on the call, the patient was able to connect to the pump and give themselves a bolus successfully. The patient mentioned they were not able to get a bolus every time they request it due to an "x command" on the screen with an amount of time. The patient confirmed the lockout times were different each time. The agent provided lockout considerations and the patient understood. The external equipment was functioning as intended at call closure.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4). Product type: programmer. Patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.